Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2005 the patient underwent removal of hardware, repair of medial meniscus bucket, arthroscopically assisted acl reconstruction with bone tendon bone autograft and insertion of pain pump. Preoperative diagnosis: failed acl reconstruction, left knee, medial meniscus, bucket handle tear. (B)(6) 2006 the patient underwent successful placement at l4-5 lumber epidural steroid injection with an increased dose of 25% marcaine for sympathectomy purposes to evaluate response of any residual rsv in the left lower extremity. (B)(6) 2008 the patient underwent 1) two segment anterior cervical corpectomy, complete decompression of thecal sac. 2) anterior cervical fusion, c6-7. 3) placement of anterior cervical cage, c6-7. 4) placement of anterior instrumentation with plate, c6-7. Perop notes: localizing x ray taken. Deep retractors were placed. Disc incised with an 11 blade and pituitary punch used to remove it, but most of the disc removed with the drill due to calcification. The midaas drill with various bits was used to fashion the corpectomy which included about 60% of each vertebral body and the disc space. A shelf of bone prior to the dura and the ligament removed with cloward hook and kerrison punch. Partial foraminotomies done. Area irrigated out with antibiotic solution. Floseal used for hemostasis. The depth of the decompression was calculated and we used a cage which was packed with a very small rhbmp-2 and tapped into place. A plate was selected to span this distance, put into place, four corner holes drilled followed by placement of the plate, screws and locking device over the top of it. Drain placed. Wound closed with 3-0 vicryl for platysma, 4-0 subcuticular and dermabond for the skin edge. Patient alleges unspecified injury due to the use of rhbmp-2